Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. During use with the m/l knob, an air bubble was observed in the apex of the left ventricle. Right ventricle failure and septal apical hypokinesia of the left ventricle was also observed. The air bubble was aspirated and after removal of the air, normalization of the parameters was observed. The procedure was and the clip was deployed successfully. One clip was implanted, reducing the mr to 1. It is the physicians opinion that the air may have been caused by possible kinking in the arterial line going from the pressure bag to the device, causing the air bubbles. O additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of air embolism appears to be related to procedural conditions due to air noted in the apex of the left ventricle. A definitive cause for the heart failure could not be determined in this case. The reported patient effects of emboli (thrombus) and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.